Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was site connector. The site location was left abdomen.the infusion set was in use for 4 days. No further information available.